Event description:
It was reported in a literature publication that 95 patients underwent spinal interbody fusion surgery using rhbmp-2/acs. 61 patients underwent lumbar interbody fusion. Of which, 23 underwent alif, 36 underwent tlif, and 2 underwent plif. The patients were reviewed 2 and 6 weeks and 3, 6, 12, and 24 months after surgery. One patient who underwent a lumbar fusion presented at an unknown time post-op with heterotopic bone in the spinal canal and right neural foramen.

Manufacturer narrative:
Review of sagittal and axial CT images of l5-s1 tlif with instrumentation showed boney formation into spinal canal with stenosis documented.

Manufacturer narrative:
Literature article citation: sethi et al. Radiographic and CT evaluation of recombinant human bone morphogenetic protein-2 assisted spinal interbody fusion. American journal of roentgenology. 2011; 197: 128-133. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.